Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed oil separation in the window, damage to the window, and fluid in the connector. A significant buildup of debris on the tip was also noted. The cause of the extensive damage to this device is indicative of improper handling and maintenance.